Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the ccd unit failure of the subject device. The ccd unit failure might have been occurred due to the corrosion by water leakage where from the camera cable damage part. Also that camera cable damage had occurred by the user handling, such when the user carried, stored and used the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(4) was informed from the facility that in unspecified timing the camera cable of the subject device was damaged. During the incoming inspection for repair the service department of olympus (B)(4) checked the subject device and found that the image of the subject device was not displayed, also the camera cable of the subject device had leakage and the ccd had serious corrosion. There was no patient injury associated with this report.